Event description:
Procedure: laparoscopic appendectomy. Reportedly, a 45mm-2.5 cartridge would not open to be repositioned, prior to firing. Multiple attempts were made to release the instrument and the cartridge fell off into the pt cavity. The procedure was completed without incident. Upon closing, it was noted that a small piece of the instrument had broken off. The doctor made the decision not to perform an open procedure to locate the missing piece. The abdomen had been lavaged and that fluid was strained. The piece has not been accounted for. No further pt injury was noted.